Event description:
It was reported that alerts were received in the remote home monitoring system for right atrial automatic threshold (raat) and left ventricular automatic threshold (lvat) test suspension in this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed stored device data and determined the raat failed to measure the threshold due to low evoked response (ER) and that lvat tests had been unsuccessful in obtaining a threshold measurement since implant due to fusion events. Additionally, review of stored atrial fibrillation (af) electrograms (egms) showed farfield r-wave oversensing on the atrial channel. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.